Event description:
It was reported that a spectrum infusion pump had heavy fluid intrusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval found evidence of fluoid intrusion/corrosion in the wireless battery (00409d4a723c) that was received with the pump. Further investigation found overheating of the q5 component on the back flex causing damage on the processor pcb/shielding, back flex, and rear case. The rear case, processor printed circuit board, and processor printed circuit board shielding were replaced to correct this condition.